Event description:
Territory manager was advised of an with fms control. It was reported that the balloon was inserted into the rectal vault of a female patient on (B)(6) 2014 and was unable to instill water into balloon. The nurse checked to make sure that the syringe was fully engaged; pushed and twisted. She was able to instill about 5 mls and then water expelled through the fill indicator. She did that a few times and water continued to expel. The balloon was removed from the patient and reinserted. The device continued to leak; the nurse stated it seemed like it had a crack in it. The device was removed after the second attempt and no additional device was used.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that the nurse would not provide any patient information when asked. Lot number was not available. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.